Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that when the patient swapped to another system controller, the patient was unable to engage the driveline into the system controller. Multiple attempts were made which were unsuccessful. The vad coordinator was able to engage the mock driveline into the system controller and after attempting several times, it became easier, however, the vad coordinator was never able to engage the patient's driveline into the system controller.

Manufacturer narrative:
The reported event of the inability to engage the driveline could not be confirmed nor reproduced during the investigation. The system controller was functionally tested using our equipment and was found to function as intended. A full functional test was performed and the system controller passed all test steps. All audio and visual signals were verified during the test. During analysis the system controller was connected to different test pumps without difficulty. The system controller operated for an extended period of time while connected to a mock circulatory loop and no atypical events or alarms were noted. Similar incidences have been reported. A corrective and preventative action has been initiated to investigate the issue. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.